Manufacturer narrative:
The distal tip was deformed. A 0.014¿ guide wire and a 0.015¿ mandrel was inserted through the guide wire entry port and advanced distally through the distal tip with no resistance. The stent was positioned on the balloon between the marker bands as per specifications. The 12th distal wire wrap had raised and deformed struts. The stent is confirmed as stent deformed based on a failed visual inspection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the tortuous and calcified right coronary artery (rca). The device was inspected (flush and visual inspection) with no issues noted. No damage was noted to packaging and no issues were noted when removing the device from the hoop/tray. No negative prep was performed. The lesion was pre-dilated before stenting but this was difficult due to calcification. It was reported that the stent failed to cross the target lesion. It was reported that due to calcification resistance was noted while advancing the device the lesion. The device did not pass through a previously deployed stent. The procedure was completed with another resolute onyx drug eluting stent. Analysis completed (B)(6) 2017 confirmed stent deformed in vivo (during positioning)

Manufacturer narrative:
Correction: device was not implanted or explanted. If information is provided in the future, a supplemental report will be issued.